Event description:
The advocate reported that the customer's blood glucose readings from (B)(6) 2018 were not being stored in the memory of the contour next ez meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter was sent to the customer.